Event description:
A report was received that the patient had difficulty charging ipg due to ipg was tilting sideways. The patient underwent revision procedure wherein ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).